Event description:
The patient experienced an increase in pain. The catheter was disconnected from the pin connector; a catheter revision was successfully completed on (B)(6) 2012. During surgery, the pump segment of catheter was replaced (the existing spinal segment was not replaced). The pump was "loose in the pocket", so the hcp revised the pump at the same time as the catheter revision. During the procedure, the hcp used a mesh pouch and sutured the pump loops. The pump revision was successful. The pump contained morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that the 'pump moved around in patient's tummy and it would flip; they would need to manually flip it back which was painful'. A pump pocket revision was done to stabilize the flipping pump as reported previously. It was clarified that during revision the surgeon noticed 'a hole in the catheter; it was in between the pin connector and the anchor'. Per one reporter 'he fixed the issue and started patient back on the original dose; since the patient was not getting that dose due to the hole in the catheter, following revision surgery patient went into overdose while being in hospital'. 'Patient had no issues since; patient loves the pump, it's wonderful and had made his quality of life better by 80%.' Healthcare provider (hcp) indicated that the patient had cancelled both his may and june appointments and did not call for his july appointment. Hcp had not seen the patient since (B)(6) 2012,' and didn't know if patient was following up with a new pain physician. No further information was available in regards to the overdose.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: unk. Catheter: model 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).